Manufacturer narrative:
The unit was received at the international service center. The technician duplicated the reported issue. Touch position was misaligned and touch screen could not be calibrated. As an unrelated issue, review of the diagnostic log revealed occurrence of error code 1101 (ventilator restarted due to anomalies detected during operation).the touch screen will be replaced due to the unresponsiveness, and the cpu board will be replaced to correct the occurrence of error code 1101. Arrival of component is awaited to complete the repair.

Event description:
The international customer reported the touch panel does not respond. There was no patient involvement.

Manufacturer narrative:
The phenomenon of touch panel does not respond was confirmed. Touch screen was exchanged. Due to observed occurrence of error code 1101 (ventilator restarted due to anomalies detected during operation) in the diagnostic event log, the cpu board was replaced. Unit was checked overall, cleaned, run in tests and functionally test.

Event description:
The international manufacturer's sales representative was checking the unit at the sales office, when the touch panel did not respond. There was no patient involvement.

Manufacturer narrative:
(B)(6).